Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high pacing impedance. In addition, the helix would not fully extend with multiple turns. The rv lead was not used and a different rv lead was successfully implanted instead. No patient complications have been reported as a result of this event.